Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 7219537, medical device expiration date: na, device manufacture date: 2017-09-26, medical device lot #: 7093695, medical device expiration date: na, device manufacture date: 2017-06-08. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 7219537 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. A review of the device history record was completed for batch # 7093695 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Conclusion: as no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported before use the bd insulin syringe with the bd ultra-fine¿ needle did not have a label or missing label information or illegible (all packaging levels). The following information was provided by the initial reporter: the boxes do not have expiration dates on them.